Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that a patient developed inflammation a week after an intraocular lens (iol) implant procedure. Additional information was provided indicating that after the occurrence of inflammation, anti-inflammatory eye drops were used and the symptom was healed afterwards.